Manufacturer narrative:
Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.3%. The results alleged by the reporter were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received questionable results for three patients tested with coaguchek xs plus meter serial number (B)(4). Of the three patients, two had discrepant results. At around 10:30 a.m., a sample from the first patient was tested using the meter, resulting with a value of 4.7 inr. A sample collected from the patient at the same time was tested in the laboratory using the stago neoplastine reagent on a stago evolution analyzer, resulting with a value of 3.0 inr. This patient's warfarin was held for one day based on the meter result, then normal dosage resumed thereafter. At around 1:15 p.m., a sample from the second patient (a (B)(6) female, born on (B)(6)) was tested using the meter, resulting with a value of 3.7 inr. A sample collected from the patient at the same time was tested in the laboratory using the stago neoplastine reagent on a stago evolution analyzer, resulting with a value of 2.6 inr. The patient's warfarin dosage was not changed based on the meter result. No adverse events were alleged to have occurred with the patients. The patients did not receive treatment based on the meter results. Both patients are in stable condition. Both patients have therapeutic ranges of 2.0 - 3.0 inr. The first patient's testing frequency is usually monthly, but has been bi-weekly recently. The second patient's testing frequency is monthly. The reporter's product was requested for investigation and replacement product was sent to the reporter.